Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The infusion device displayed an infusion "set not primed" error message around 1 hour prior to contacting roche. The patient was on the phone with a company representative for 45 minutes. The patient's blood glucose result was 282 mg/dl and she decided contacted the paramedics. The paramedics did not treat the patient and transported her to the hospital. The patient was treated with insulin injections at the hospital. The blood glucose results at the hospital were unknown. The patient was admitted into the hospital for 3 days.